Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and breast implant illness symptoms.

Event description:
Physician reports patient with symptoms of breast implant illness and capsular contracture baker grade iii on left side. Symptoms of breast implant illness are not considered device related. The device has been explanted.

Event description:
Physician reports, patient with symptoms of breast implant illness. And capsular contracture, baker grade iii on left side. Symptoms of breast implant illness are not considered device related. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to spec, deformation device and yellow encapsulation in the device. Cloudy in the gel observed, after autoclave cycle. Base on the device analysis, the final assessment is: no issues found related with the manufacturing process.